Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d 4/7/2014 - pfs was received from legal, primary medical records were received from legal. Records are available for further review. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that friction and wear between the cobalt-chromium head and liner caused large amounts of toxic cobalt-chromium ions to be released into patient's blood, tissue and bone. Litigation alleges the patient suffers from pain, discomfort and inflammation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain, decrease range of motion and mobility, elevated metal ions, tissue damage caused by metal debris, walking difficulty and bone loss. After review of medical records for MDR reportability, patient was revised to address mechanical loosening, osteolysis and metallosis. Revision notes stated severe osteolysis and particulate disease with large fluid collection, evidence of metallosis with large hematoma and cauteous tissue, trunnionosis and partially fixed cup. Clinical notes reported swelling, unable to bear weight and pain secondary to left hip infection. Removed alleged elevated metal ion levels since lab result shows metal ions levels are below 7ppb. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.